Event description:
Patient had d5w running at 125ml/hr, zosyn was connected to the b side of the cassette and supposed to run at 26ml/hr. Nurse went in an hour later to check on the patient and the zosyn bag was completely empty (104ml bag). Pump tagged and removed from service. Manufacturer response for pump, infusion, single channel, hospira (plum a+) (per site reporter). Could not get assistance over the phone. Sent email and awaiting response.